Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead was placed but had an acute dislodgement and when the lead was attempted to be repositioned, the lead helix could not be retracted. The lead was removed and pulled through the introducer and upon inspection, the lead helix was observed to be deformed. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.